Manufacturer narrative:
Approximate age of device: 4 years, 3 months. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing pump stoppages when connected to batteries and the power module. Upon inspection, the percutaneous lead (lead) was taped with rescue tape and a previous clamshell repair was observed, and there was concern of external lead damage. It appeared that the pump stoppage was more frequent when the patient was lying on their right side. The system controller was exchanged. The patient was asymptomatic and no injuries at the time of the event were reported. Data log file information submitted to the manufacturer confirmed a data pattern indicative of a possible lead short to shield. X-rays of the lead were reviewed and revealed no areas of concern. A lead evaluation on (B)(6) 2015 confirmed an external lead replacement was warranted. The lead replacement was performed on (B)(6) 2015. No pump stoppage events occurred after the repair on both battery and the power module.

Event description:
Additional information: the vad coordinator indicated that after the lead replacement was performed, the preliminary evaluation of the lead did not confirm an issue. The vad team and patient determined that although no further alarms were seen or heard, the patient would undergo a pump exchange. The patient opted to have the exchange after the holidays and the exchange was performed on (B)(6) 2016.

Manufacturer narrative:
A portion of the percutaneous lead (lead) that was removed during the repair was returned to the manufacturer for evaluation. Approximately 18¿ of the external portion/distal end of the lead was returned for evaluation. Continuity testing of the replaced portion of the lead revealed that all wires were electrically intact. Significant breakdown of the metal braided shield was observed on the distal half of the lead; however, visual examination and hipot testing of the underlying wires did not identify any areas of compromised wire insulation. However, in addition, the evaluation of the returned lvad pump confirmed an issue that would have contributed to the reported pump stoppages. No alarms were reported following the lead replacement on (B)(6) 2015; however, based on the evaluation findings of the replaced portion of the lead, the issue was suspected to be on the proximal end of the replacement site and the pump was exchanged on (B)(6) 2016. Examination of the returned device did not reveal any depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The lead was returned cut approximately 8¿ from the pump housing and the remainder of the lead was returned in one segment. Continuity testing of the returned portions of the lead revealed that all wires were electrically intact. At approximately 6"-11" from the pump housing, the braided shield was so severely broken down that it was entirely absent and the wires could be visualized through the clear bionate. Visual examination and hipot testing of the underlying wires revealed large breaches in the insulation of the black, brown, and orange wires as well as a small breach in the insulation of the green wire at approximately 7" from the nipple of the pump housing, exposing the inner metal conductors. All observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on tethered power (such as the power module), the resulting electrical short to ground would have caused the reported interruption in pump function. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power as recorded in the submitted system controller log files. No further information was provided. The manufacturer is closing the file on this event.